Event description:
During a routine testing of the device at the service center, the service technician reported the external cable was damaged at the calibrator's end. This calibrator was originally returned for repair for a cf08 and cf0b error. Since this event occurred at the service center, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.